Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on examination, the bolus button cover and the button¿s plug were missing and the internal contact was exposed. There was no evidence of contamination or anomaly found. On testing, all the keypad buttons were responsive and fully functional. The keypad cover was removed for investigation and did not reveal evidence of damage, defect or contamination.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the audio bolus button fell off the pump. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and prohibit the use of the button. Users may expect button damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged audio bolus button defect remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.